Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case with patient identifier (B)(6) (system 2) is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 23 mmol/l (system 1) and 7.6 mmol/l (system 2).